Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, implantable pulse generator, 2005-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds. The rv lead possibly fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.